Event description:
It was reported that the customer had a watchdog timeout alarm and a force sensor calibration values corrupted alarm. Pump is now stuck in motor error alarm. Customer does not have the pump with him. Customer has not been on the pump for almost 24 hours. Customer stated that he does not use the sensor feature on the pump and he is unable to complete the rewind sequence. Customer's blood glucose level was 468 mg/dl later in the day. Customer treated with a manual injection. Customer cleared the alarm. Customer declined troubleshooting for the high blood glucose level. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.